Event description:
The health care provider (hcp) via a manufacturer representative reported that the product was not effective and the patient was not getting symptom relief. The patient first started experiencing a lack of efficacy in (B)(6) 2016. The patient's settings were increased monthly with the patient's hcp. No environmental, external, or patient factors were reported that may have contributed to the issue. The patient's system was explanted on (B)(6) 2016. The issue was resolved and the patient was alive with no injury. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.